Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient was experiencing a skin irritation under the lifevest. The area was described as skin breakdown due to the lifevest being too tight and uncomfortable. The patient's doctors were reportedly attending to the irritation. The patient decided to end use of the lifevest, there is no indication that the patient's doctor recommended the end of use. During a follow-up, the patient's husband indicated that the irritation had improved.